Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown morphine 40 mg/ml at 6.001 mg/day via an implanted pump for spinal pain. It was reported the patient¿s pump had been flipping for approximately six to eight months with the most recent occurrence on (B)(6) 2019. The patient was at the hospital with withdrawal symptoms and the rep did not know if all the suture loops were utilized when the pump was placed in the pump pocket at implant. It was noted at the last pump refill there was more drug than expected, but the rep did not have specific details. The rep would confer with the healthcare provider (hcp). The event date was (B)(6) 2019 (year valid). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(4) 2020. It was reported that the patient first went to the ER on (B)(6) 2019 with withdrawal symptoms. The patient went to the ER again on (B)(6) 2020 with withdrawal symptoms. It was noted that the patient had experienced a loss of therapy. The representative checked the logs and there were no issues reported. Labs reported no opioids in the patient's system and the patient indicated the pump had been flipping, but they had not reported it to their physician or the manufacturer. Interrogation of the pump revealed the pump should have 17-19cc of medication, however, the actual amount of medication remaining was not measured. The patient was put on oral medications and their symptoms improved greatly overnight. The patient had a catheter replacement on (B)(6) 2020 to resume therapy and suture the pump back down so it would not flip. It was noted that the pump fell into the last recall timeline, however, there was no evidence of motor stalling or abnormal logs. The surgeon opened the pump pocket and there was evidence that the catheter was coiled numerous times. The hcp uncoiled the catheter and was able to clear the catheter appropriately. The catheter was found to be patent, so the hcp reconnected the pump and decreased the dosage per the patient's pain management doctor. Regarding factors that may have led or contributed to the issue, it was noted that the patient was a bilateral amputee of the legs and more pressure was placed on the pelvis from moving from wheelchair to beds and this could cause pressure on the pump pocket. The cause of the flipping pump was not determined.